Event description:
Reporter stated that a pt capillary sample was tested, using the suspect device, with a result of "hi" (> 600 mg/dl). A venous sample, obtained from the same pt 10 minutes later, reportedly measured 54 mg/dl, in the facility's laboratory. Pt was reportedly treated with food, based on the lab value of 54 mg/dl. Quality control testing had reportedly been performed on the device and the results fell within the acceptable range. Technical support requested the return of the suspect product and replacement product was shipped.